Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during evaluation. System error 105 was confirmed and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the evaluation, the device experienced a system error 105. There was no patient involvement.